Event description:
Pt had both a heavily calcified proximal and distal right coronary stenosis. While attempting to deploy a coronary stent in the distal rca we noticed after inflation that the stent was not visible. When viewing images we saw that the stent became caught on the calcification in the proximal rca and determined the balloon became dislodged from the stent. We placed another balloon through the stent and inflated the stent in the proximal stenotic rca. Following the placement of the stent 2 add'l stents were placed distally. No injury to pt, discharge home same day. All stents removed from shelving this was reported to national registry (B)(4).